Event description:
It was reported during a trial lead procedure on (B)(6) 2019, the physician implanted one lead. The patient stated she was unable to feel any stimulation. It was noted the patient may have used medications that may have affected her perception of trial system. As such, the physician decided explant the lead and the case was abandoned.